Event description:
Device was implanted 1/30/92 and three months later rptr felt some new pain. Dr told him what was going on and. X-rays showed device had broken. Since then it has been worse. After the first operation rptr had a lot of bumps or rash around stomach and back. Since then it has gone between his legs and buttocks. Rptr's nerves are alot worst. His sexual activity, urinations and bowel movement have changed.